Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04245. It was reported that the patient was externally defibrillated twice last fall and patient is getting a shocking sensation in her neck occasionally. As a result surgical intervention was undertaken on (B)(6) 2023 wherein both extensions were explanted and replaced to address the issue.